Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rota wire came inside of the rotablator. Visual inspection showed the guidewire was stuck inside the catheter. The device has the body kinked and broken wire due to rotational wear, it starts at 190 cm from proximal end (the other segment of the wire did not return). Dimensional inspection revealed the overall length was 190 cm from the proximal end due to broken wire due to rotational wear. The outer diameter of the distal tip could not be performed due to device condition. The outer diameter of middle and proximal section of device was within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. Ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes. Do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion. In instances when long ablation runs are required - particularly in calcified, angulated lesions - reposition the guidewire to expose a previously unused segment or exchange the guidewire to prevent damage." (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05437. It was reported that rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A rotawire¿ and 1.25mm rotalink¿ plus device were selected for use. During preparation, it was noted that rotawire was detached at 200,000 rpm outside the patient's body. Prior to the test, no kink was found in the wire. The detached portion of the rotawire from the wire lumen of the rotaburr could not be removed. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: to ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05437. It was reported that rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A rotawire¿ and 1.25mm rotalink¿ plus device were selected for use. During preparation, it was noted that rotawire was detached at 200,000 rpm outside the patient's body. Prior to the test, no kink was found in the wire. The detached portion of the rotawire from the wire lumen of the rotaburr could not be removed. The procedure was completed with another of the same device. No patient complications reported.